Event description:
The reported feedback suggests that the drug not delivered at correct rate. It was reported that a secondary infusion of augmentin entered through guardrails did not infuse at the correct rate. The augmentin was programmed to infuse at 100ml/hr, however 50 ml of the augmentin remained in the bag at the completion of the infusion despite the device indicating that the full 100ml had been infused. Additional vtbi for the remainder of the drug was added to the vtbi, however when the nurse checked the pump prior to the infusion end time, the remainder of the drug had infused faster than expected. The device was removed from the bedside and flagged for biomed to review. There was no patient impact other than a delay in infusion.

Manufacturer narrative:
The customer¿s report of flow rate issues was not confirmed. Physical inspection of the device noted no damage or any anomalies. Review of the pcu and pump module error logs did not identify any entries for the date of the reported issue. Analysis of the pcu event log review confirmed that augmenting 1200mg in 100ml was selected as stated in the feedback, however the vtbi details do not correspond. The review identified that the initial infusion was started at 180.0ml/h with a vtbi of 90.0ml, which was correctly delivered after 30 minutes. The second infusion was also started at 180.0ml/h with a vtbi of 90.0ml which was then paused by the user having delivered 56.761ml (147.137ml minus 90.376ml) of the second vtbi. Rate accuracy testing performed found the device to be within specification. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the drug not delivered at correct rate. The initial infusion amount of the drug was entered at 100 ml, when pump alarm noticed that IV bag had majority of volume remaining in bag despite pump stating 100 ml had been infused. Additional volume to be infused entered into guardrails system as 50 mls to infuse remainder of the drug. Nurse checked pump prior to infusion end time and the drug had been infused much faster than the rate entered into the system.